Event description:
It was reported that when the battery was installed in the epg (external pulse generator), the atrial sense remained lit, and then it toggled between atrial and ventricular pace and sense. Atrial and ventricular output were also at zero and could not be adjusted. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported event. The main pcb (printed circuit board) and lcd (liquid crystal display) were found to be contaminated. The heart lead flex, heart block, lead flex cover, and upper/lower cases were also contaminated, and the battery contacts were compressed. Due to the extensive damage to the epg, it was not repaired. This device was included in field action z-0430-2011, but returned product testing found the device did not perform as described in the field action. (B)(4).